Manufacturer narrative:
Patient identifier: (B)(6). Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.0/1.5/079 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2022 the lens was exchanged for a longer length lens that was implanted vertically due rotation not associated to a low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).